Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: (B)(6) 2009: (B)(6), md. Indications: ¿the patient is a 39-year-old male with a past medical history of drug abuse, currently recovered who presented complaining of many years of abdominal bulge. On physical examination there was a very large reducible ventral hernia that began approximately 4 cm above the umbilicus. The defect was approximately 8 x 9 cm in diameter. After discussing the risks, benefits and alternatives of a ventral hernia repair with mesh, the patient gave written informed consent to dr. (B)(6) to proceed.¿ implant procedure: open repair of ventral hernia with mesh. Implant: gore® dualmesh® biomaterial [no information/no information, 10cm x 15cm x 1mm]. Implant date: (B)(6) 2009 (hospitalization (B)(6) 2009) (B)(6) 2009: (B)(6), md. Operative report. Assistant: (B)(6), md. Preoperative and postoperative diagnosis: reducible ventral hernia. Anesthesia: general. Procedure: ¿the patient was taken to the operating room and placed supine on the operating room table. Venodyne boots were applied. Intravenous broad-spectrum antibiotics were administered. After adequate general endotracheal anesthesia was established, a foley catheter was placed without difficulty. The abdomen was then prepped and draped in the standard surgical fashion. An incision was made overlying the hernia defect and deepened into the subcutaneous space. The hernia sac was easily identified and was quite large in the subcutaneous space. The sac was gently dissected free from the subcutaneous tissue and the defect in the fascia was identified. The hernial sac contained both omentum and small bowel. This was reducible into the abdomen. The hernia sac was carefully opened at its apex with care taken to avoid any injury to the intraperitoneal viscera. The hernial sac was then dissected down to the defect in the fascia. The sac was completely excised using electrocautery and passed off the table as a specimen. The defect was measured and was approximately 8 cm x 9 cm in diameter. A gore-tex dualmesh was then passed on the table and was tailored so that it would be sutured in place with at least 3 cm overlap circumferentially. The mesh was placed in an underlay fashion with the smooth side toward the intra-abdominal viscera and the rough side on the abdominal wall. The mesh was secured in place using 0 prolene in interrupted u stitch fashion. Once the mesh was sutured in place, there was noted to be no defects along the suture line. The mesh was not under any tension once it was sutured in place. The midline fascia was then reapproximated over the mesh using #1 vicryl. Subcutaneous tissue was irrigated with saline. A 10 mm jackson pratt drain was placed through a stab incision over its tip in the subcutaneous space that was previously occupied by the hernial sac. The skin was re approximated with staples. The skin was cleaned and dried in a sterile dressing as well as an abdominal binder was applied. The patient was awakened in the operating room, extubated and transported in stable condition to the recovery room.¿ (B)(6) 2009: (B)(6) center. Implant record. Description: ¿mesh dual 10x15cmx1mm, wl gore.¿ qty: 1. Type: implant, mesh. Site: abdomen. [No model or serial numbers provided]. (B)(6) 2009: (B)(6), md. Pathology. Specimen source: ventral hernia sac. Diagnosis: hernia sac. Gross description: the specimen labeled ¿ventral hernia sac¿ is received in formalin and consists of a 15.0 x 6.5 x 0.2 cm red-purple fibromembranous tissue with attached fat. The tissue is serially sectioned and representatively submitted. Relevant medical information: no information. Explant preoperative complaints: (B)(6) 2011: (B)(6), md. Radiology. Xray abdomen obstructive series, chest. Clinical history: abdominal pain. Impression: findings compatible with small bowel obstruction. Follow up recommended with CT of the abdomen and pelvis. Lungs are clear. Explant procedure: diagnostic hasson laparoscopy, reduction of incarcerated omentum and small bowel, excision of foreign body/old mesh and laparoscopic recurrent ventral hernia repair. Implant: parietex mesh. Explant date: (B)(6) 2011 (hospitalization (B)(6) 2011). (B)(6) 2011: (B)(6), md. Operative report. Assistant: (B)(6), md, resident. Preoperative diagnosis: repair with partial small bowel obstruction and persistent low-grade fever. Anesthesia: general. Findings: ¿incarcerated omentum and small bowel within a recurrent ventral hernia ¿swiss- cheese¿ style hernia defects with a main defect measuring 4 cm x 3 cm, swiss cheese style satellite hernia defect from old prolene sutures with a shrunken piece of gore-tex mesh.¿ hardware: ¿parietex composite mesh, 20 cm x 15 cm. Fixed with six gore-tex cv2 sutures at the following points: 1 o'clock, 3 o'clock, 5 o'clock, 7 o'clock, 9 o'clock, and 11 o'clock positions as well as two layers of gore-tex.¿ procedure: ¿the patient was informed and consented by dr. (B)(6), brought into the operating room, placed supine on the operating table. General anesthesia was administered. Venodyne boots were placed for dvt prophylaxis. Antibiotics were given. Upon intubation, the anesthesiologist informed us that there was evidence of subclinical aspiration. The endotracheal tube was thoroughly suctioned. Preintubation, the patient had had an ng tube inserted. Approximately 800 cc of bilious contents were aspirated. The abdomen was prepped and draped in a standard surgical fashion. We began the operation with an open hasson cut down incision in the left upper quadrant. Each layer was identified including the external oblique aponeurosis, the internal oblique muscle and fascia and the peritoneal layers were opened. Hasson trocar was safely inserted. We inspected the intra-abdominal cavity. It was a safe entry and the findings as described above were found. We inserted two additional 5 mm trocars, one in the left middle quadrant, one in the left lower quadrant. Using sharp dissection only, we removed the adhesive bands around the perimeter of the incarcerated omentum. Once we could clearly identify where the bowel was located, we used a harmonic scalpel to take down the omentum. Once all the small, incarcerated omental contents were reduced, we were left with the incarcerated small bowel which was fixed to some of the old mesh and hernia sac with some dense adhesions. We used the harmonic scalpel to transect the abdominal wall and old mesh, leaving a small rim of it on the bowel as we reduced the hernia. We inspected the small bowel several times at this point and throughout the case and deemed it viable grossly. There was no evidence of thinned walled bowel. There was no evidence of gangrene. There was no fibrinous exudate and most importantly, no appearance of contamination. We therefore felt it was safe to proceed with repair using a synthetic mesh. We matured the abdominal wall site with a harmonic scalpel by taking down and out the falciform ligament so we had 5 cm overlap superiorly as well as removing the old mesh which had shrunken. Both of these were placed into an endocatch bag and removed through the hasson trocar site and handed off the table as specimen. The old piece of mesh was measured. It measured approximately 6 cm x 4 cm. We then measured the circumference of all the swiss cheese defects and found it to encompass approximately 7 cm in a cephalad-caudal direction and approximately 12 cm wide. We therefore chose a piece of mesh that was 15 cm x 20 cm to have significant overlap in all directions. Mesh was prepared with the sutures as described above. It was moistened. It was placed into the abdominal cavity and placed through the hasson trocar site. Using a suture passer, we fixed the mesh to the abdominal wall with six cv2 gore-tex sutures. The mesh lay completely flat after this maneuver and therefore, these sutures were tied. We then used two protacks to fire protacks at 1 cm intervals around the perimeter of the mesh and then a second row approximately 2 cm in as a second crown. This completed the repair. We inspected the abdominal contents and bowel a final time. We found no evidence of contamination, trauma, or ischemia. We placed omentum over all the bowel between the bowel and the mesh, then turned our attention to the hasson trocar site which we closed in multiple layers including three interrupted o vicryl sutures placed with a suture passer and then each layer was also closed with an o vicryl stitch on the way out. The closure was airtight. We confirmed this by reinsufflating the abdomen, inspecting the closure site. The mesh lay flat. We confirmed hemostasis and we desufflated for the final time. The skin was injected with marcaine. 4-0 was used to close.¿ (B)(6) 2011: (B)(6), md. Pathology. Specimen source: falciform ligament and hernia mesh. A. Benign fibroconnective tissue. B. Synthetic material and connective tissue with giant cell reaction. Gross description: ¿part b. Specimen labeled ¿hernia mesh¿ is received in formalin and consists of a 5 x 3.5 x 0.5 cm segment of light tan rubbery tissue with yellow fatty tissue; blue sutures are noted at the parameter of the specimen.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore, or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh.¿these may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, product identification information was not provided for this device and thus it could not be confirmed to be a gore hernia device. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product identification records for the alleged gore device were not provided. Therefore, a review of the manufacturing records could not be performed. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2009 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2011, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: removal of previous shrunken gore mesh, small bowel was fixed to previous gore mesh, small bowel incarceration and obstruction, incarcerated recurrent incisional hernia defect repaired with placement of new mesh, dense adhesions. Additional event specific information was not provided.